Event description:
It was reported that the window trial was noticeably stripped. Further inspection confirmed it was unusable. No surgical implication was experienced.

Manufacturer narrative:
An event regarding stripped threads involving a trident acetabular trial was reported. The event was confirmed. Visual inspection confirmed the reported event; the window trial threads were stripped. No evidence of the original thread condition or potential cross-threading could be determined due to the excessive damage to the threads. No patient involvement was reported, the event occurred during an inspection outside of surgery. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been no other events for the manufacturing lot. The reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition or potential cross-threading could be observed. The damage to the device is consistent with prolonged use, this device has reached the end of it useable service life. The trident acetabular window trial family has been redesigned to reduce the number of stripping incidents; the complaint device was manufactured prior to implementation of the design change. No material or manufacturing defects were noted during the investigation.

Event description:
It was reported that the window trial was noticeably stripped. Further inspection confirmed it was unusable. No surgical implication was experienced.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.